Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had cracked reservoir compartment and screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.